Event description:
It was reported that during a procedure it was found that the debris shield was damaged and the energy decreased. The procedure was completed with this original device. There was no patient complication.